Event description:
It was reported that during implant, when the lead was being tested by the scrub technician before being implanted that the helix extended in 18 rotations. When the helix was retested it was very sluggish and barely extended out of the lead at 14 rotations. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent and the lead appeared damaged at implant.